Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2012; 5076-52 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was exhibiting high and undefined pacing impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.